Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unknown. A CT scan performed in 2003 demonstrated occlusion of the right limb of the stent graft with decreasing ectasia of the common iliac arteries bilaterally. There was no evidence of endoleak, and the aneurysm sac had decreased in size. It was reported that the patient is asymptomatic, and no intervention is planned. No clinical sequelae were reported, and the patient is reported to be fine.